Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer used apidra insulin. Customer's blood glucose ranged from approximately 160-477 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.